Event description:
The customer reported discrepant, falsely elevated initial troponin I (access® accutni) results for multiple patients, involving the unicel® dxc 600i synchron® access® clinical system. The elevated results were not released from the laboratory. The customer reanalyzed the patients' samples, on the same instrument, and obtained lower results, within the normal reference range. There was no impact to patient care associated with this event. The patients' samples were collected in 13x100 mm sodium heparin plasma tubes and centrifuged at 4,000 rpm (rotations per minute) for ten minutes. The customer stated the samples were normal in appearance. The samples were loaded on the instrument through the closed tube aliquotter (cta). Quality control (qc) had recovered within specification; there were no system error messages. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the universal spinners, #10 and #14 tooth bearings, wash wheel bearings, and the pipette. The fse cleaned the complete system and performed alignments. The fse then primed the system and performed high sensitivity (hs) system check and precision test. The fse verified system operation. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue.